Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results. The patient reported blood glucose results of ¿400 and 200 mg/dl¿ with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. This complaint is being reported because the reported issue was not resolved with troubleshooting. There is no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter and test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 1 (06/20/2013)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on 06/19/2013 and 06/13/2013 respectively with the following findings: the meter passed all testing with no faults found. The complaint could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.